Manufacturer narrative:
Span america was notified on (B)(6) 2023 that a patient fell out of bed and sustained a fracture. The facility was contacted by phone and email on 12/13/2023 to obtain additional information but they were unwilling to provide any further details. They did not provide the incident date, specific product, or patient details.

Event description:
Facility stated a veteran fell out of bed and had a fracture. They did not provide the incident date, specific product, or patient details. The facility was contacted by phone and email and was unwilling to provide any further details.